Manufacturer narrative:
The device was received. Testing and investigation has not been completed.

Event description:
The customer reported that the pump does not hold a charge and displays an error message requesting the change of the battery. Due to a known software issue for the plum 360 device, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.

Manufacturer narrative:
Testing and investigation confirmed the device powered up and displayed the battery depleted message with an empty battery icon. Additionally, the device was powered up on ac and displayed the message: keep the device plugged into ac. When the ac was disconnected, the device displayed a depleted battery message and powered off. A review of the entire device error log during investigation found n56 (replace battery) alarms. Testing replaced the battery and the change battery option was keyed. The device successfully passed the self-test. The complaint was confirmed and the probable causes were found to be due to a depleted battery and the change battery option was not keyed. This complaint was determined to be associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.